Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21aug2019. The manufacturer¿s field service engineer (fse) confirmed the unit failed the air delivery test. The fse has replaced the air flow sensor pcb. This customer returned exhalation flow sensor was tested with no failures identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported the unit failed the air delivery test. There was no patient involvement.